Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed/ will be performed. A stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018, the patient experienced stoma site redness drainage. The patient went to the ER on (B)(6) 2018 and was prescribed unknown oral antibiotics for the stoma site redness and drainage.